Manufacturer narrative:
Concomitant product(s): a 6935m55 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged the day after implant. The physician elected not to re-place the lead due to possible tissue growth. A new lead was placed and the existing lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.